Manufacturer narrative:
Sample from the patient was sent for investigation and the customer's result could be confirmed. Analysis of dilution linearity of the sample combined with investigation of interference testing did not show evidence for an erroneous result in the elecsys assay. The customer's cea result was considered to be the correct. The reagent performed within specification.

Event description:
The customer received a questionable carcinoembryonic antigen (cea) result for one patient sample. The initial result from cobas 6000 e601 analyzer serial number 26c6-25 at the customer site was > 1000 ng/ml and with a 1:10 dilution was 3648 ng/ml. The sample was submitted for further investigation and the result from a cobas e411 analyzer was >1000 ng/ml and with a 1:10 dilution was 4475 ng/ml. The sample was also tested on a lumipulse analyzer and the result was 6680 ng/ml. Information concerning which result was reported outside the lab and if the patient was adversely affected was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).